Event description:
It was reported the operating room nurse tested the endotracheal tube and found the green connector could not be pulled off of the endotracheal tube. No pt harm was reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. The initial reporter was unable to provide a lot number for the reported device; however, the reporter indicated the device came from one of two lots: 614516r001 (MFR date: 05/2013, exp date: 05/2018) or 614516r002 (MFR date: 05/2013, exp date: 05/2018). A complaint sample was not returned for evaluation. A review of the batch record for this particular lot does not reveal any defect detected during the connector assembly process. The inspection report for the endotracheal tube (ett) connector showed no dimensional failure and the dimension of the connector was found to be within specification when measured during incoming inspection of the raw materials. A review of primary extrusion batches of the etts used in this lot of product did not reveal any sign of tube dimension failure as the tubes were found to be within established specification. Finally, a review of the complaint trend within the years of 2009 to 2014, found no negative trend relating to the reported connector issue.

Manufacturer narrative:
Additional information was added to the quality evaluation results: a complaint query was generated using the following parameters: date range (B)(6) 2015 for brand name op surgical suction handles and sets. The query results for the reported complaint issue "connection issues" identified 5 complaints for brand name: op surgical suction handles and sets and of these 1 was identified as being associated with the model number 35113. The query results for product malfunction ID "swivel connector (some tt models) is too tight" identified 3 complaints for the brand name: op surgical suction handles and sets and of these 1 was identified with the associated model number 35113. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).